Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported when the heart lung console was unplugged from the ac outlet, the battery power depleted instantaneously. The device was used for the procedure. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.